Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Primary procedure, left hip. It was reported that the nurse brought the device to the surgeon. The surgeon opened the device and reported there was foreign material stuck to the device that appeared to be either glue or styrofoam. Due to sterility concerns, the surgeon refused to implant the device. Rep retrieved another device for the surgeon to use with a surgical delay of under 5 minutes.

Manufacturer narrative:
An event regarding foreign matter involving an accolade stem was reported. The event was confirmed by product inspection. Method & results: -product evaluation and results: a material analysis has been performed and the report concluded, ¿debris was observed on the stem. Ftir analysis the assayed spectrum of the debris could not be matched to the available library spectrum. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined.¿ -product history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: the investigation confirmed the reported event however, the root cause could not be determined. A material analysis report concluded, "debris was observed on the stem. Ftir analysis the assayed spectrum of the debris could not be matched to the available library spectrum. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined.¿ furthermore, consultation with packaging operation sme¿s noted that based on the packaging design, device router and their procedure for visual checks this device was manufactured and packaged to specification and the alleged event would not have occurred. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Primary procedure, left hip. It was reported that the nurse brought the device to the surgeon. The surgeon opened the device and reported there was foreign material stuck to the device that appeared to be either glue or styrofoam. Due to sterility concerns, the surgeon refused to implant the device. Rep retrieved another device for the surgeon to use with a surgical delay of under 5 minutes.